Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the concomitant plate was received by the manufacturer, it was noted that it appeared broken. Further clarification from the reporter indicated the plate had been cut during the procedure to better fit the patient.

Manufacturer narrative:
Patient identifier and weight not available for reporting. Additional product codes: mqn, dzl. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). A DHR review was conducted for 400.812s, lot l383734. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. In addition: as this article 400.812s / cortscr ø1.5 self-tap l12 tan is reported as broken based on the complaint description, a statement regarding the used raw material: according to the DHR review performed for the affected lot l383734 / part number 400.812s and work order, the initial size of this lot l383734 was (B)(4) pieces, however 4 pieces were reported as scrap in the transaction ¿(B)(4)¿, thus 146 pieces were delivered to the warehouse in (B)(4). No deviations or ncrs were triggered in the work order in question. Regarding to the raw material used to produce the lot in question, these screws were manufactured from the raw material bars with charge (B)(4), proceeding from USA. Before use this raw material for manufacturing, this was tested by incoming inspection at synthes (B)(4) and the certificate states that all necessary tests performed according to the required standards and/or specifications had results which meets all its specifications. Therefore, any issue could be found in the raw material certificates. Manufacturing location: (B)(4). Manufacturing date: 21.apr.2017 expiry date: 01.apr.2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure to repair a second metacarpal diaphysis fracture on (B)(6) 2017, two (2) separate cortex screws broke. The first 12 mm cortex screw broke before coming in contact with the plate. The second 10 mm cortex screw also broke prior to contacting the plate. The broken shafts could not be grasped for removal. Surgeon used a competitor¿s 1.6 mm hollow drill bit as a reamer to drill around the broken shafts to allow for removal. It is reported two (2) holes, approximately 2.5 mm in diameter, remain in the bone as a result of the drilling to remove the broken shafts. Surgeon stated no excessive torque was applied during insertion, as both screws broke before coming in contact with the plate. Surgery was delayed approximately 60 minutes. Patient status reported as okay. Concomitant devices reported: 1.5 mm titanium y-plate (446.612s, lot 9060950, quantity 1), screwdriver (quantity 1). This report is for one (1) 1.5 mm cortex self-tapping screw, 12 mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (cortscr ø1.5 self-tap l12 tan, part number 400.812s, lot number l383734). The subject device was returned to the manufacturer with the complaint condition stating: as received condition of device: the screw in question has strong traces of use around the breakage point and on its surface; the length of the thread. The "investigation summary" is a conclusion from the attached document(s). A device history record (DHR) review was performed for the lot with the screw in question; no abnormalities or deviations were detected, which could lead to the complaint failure. The relevant dimensions were measured, and have fulfilled the specifications according to the drawing. The raw material certificate was checked and it was found that all used raw material fulfilled the specifications. Severe damages around the break point and the whole length of the screw thread indicate a strong usage during the surgery as the reason of the breakage. Besides, during manufacturing process the lot was inspected through the inspection sheet. As relevant for the complaint condition; broken screw, the following dimensions: the thread core diameter, outer thread diameter and thread profile, were identified and measured according to the drawing. Based on the investigation results no deviations were found for the screw in question. From the manufacturing point of view this complaint is rated as confirmed since the screw has broken as claimed by the customer, however is not valid due to the screw has fulfilled all specifications according to the drawing. The screw in question was dimensional checked as well as its material certificate is according to specifications and no issue were found caused by the manufacturing process. Severe damages around the break point and the whole length of both screws thread indicate a strong usage during the surgery as the reason of the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.